Event description:
It was reported by the plaintiff's attorney that on an unspecified date an unspecified synthetic mesh system was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. Within months after the initial implant procedure, the plaintiff experienced complications from the defective mesh requiring additional medical care and surgical intervention. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered debilitating injuries from the synthetic mesh, including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery." It was also alleged that the plaintiff "suffered and will continue to suffer mental anguish" "chronic debilitating pain and other such damages."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.